Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 8x60x75mm epic stent was selected to treat the lesion. During procedure, it was noted that difficulty to remove the stent from the catheter holder was experienced and the diameter of the stent 'shrank' during removal from the catheter holder.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). The inner shaft, outer shaft, and handle were microscopically examined. The stent was not returned for product analysis. The inner and outer shafts were separated 25cm from the pull grip. The separated ends were jagged and damaged, it appeared that there was tensile overload and the device was cut. There were numerous kinks through the inner shaft of the device. The handle was opened and no damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 8x60x75mm epic stent was selected to treat the lesion. During procedure, it was noted that difficulty to remove the stent from the catheter holder was experienced and the diameter of the stent 'shrank' during removal from the catheter holder.